Manufacturer narrative:
Lot #16110480 provided does not provide manufacture date or expiration date. (B)(6).

Event description:
Information was received indicating that the cuff to a smiths medical portex® endotracheal tube would not remain full. There were no reported adverse patient effects.